Event description:
Patient was admitted to hospital for removal of bilateral silicone gel breast implants which had been placed prepectoral. Patient had bilateral capsular contractures and rupture of breast implants. Patient has possession of her ruptured breast implants per her request.